Event description:
It was reported by lehman et al in a publication entitled "operative treatment of adolescent idiopathic scoliosis with posterior pedicle screw-only constructs: minimum three-year follow-up of one hundred fourteen cases" (the spine journal 33:14 (2008) 1598-1604) that 114 patients with a minimum 3 year follow-up and a diagnosis of adolescent idiopathic scoliosis (ais) were treated between 1998 and 2001. It was reported that 3 patients experienced deep wound infections complication after undergoing a posterior spinal fusion (psf).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.